Manufacturer narrative:
The subject device is not being returned to olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during validation testing for the olympus thermo-disinfector model etd3 plus paa, all channels of the subject device were microbiologically cultured after the cleaning and disinfecting processes. The device tested positive for 1 colony forming unit (cfu) of stenotrophomas maltophilia. There was no patient involvement. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The olympus thermo-disinfector model etd3 plus paa is not sold or distributed in the united states.

Manufacturer narrative:
The user has provided additional details regarding the event, please see b6 for further detail. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when the legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) practices, it was noted that the flushing was not performed for the air/water channel at precleaning as recommended by the device instructions for use (IFU). The following is included in the IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.